Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, on the first firing with a blue cartridge, the staples did not form correctly. It was suggested to replace the device; however, the device was reloaded with a new blue cartridge as the surgeon requested. The device was fired a second time: again, the staples did not form correctly. The surgeon completed by hand sewing the area. There was no patient impact reported. (B)(4)

Event description:
It was reported that during a total lap hysterectomy procedure, the tissue pad came off of the device and fell into the patient and was removed laparoscopically. The procedure was completed with bipolar. There were no adverse consequences for the patient

Manufacturer narrative:
(B)(4). (B)(4). The device was returned with the tissue pad melted and partially detached with the blade gouged at the tip. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.